Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26 march 2024, it was reported that three infusion sets were not adhering. Blood glucose level was high. Customer replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Device 2 of 3.